Manufacturer narrative:
The insulin pump passed functional testing. However the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms occurred during testing. Visual inspection was performed and no moisture was detected on the electronic or motor assemblies. The insulin pump had cracked case at display window corners and minor scratches on the display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 196 mg/dl. Customer stated that she was driving and when she looked down, she saw a button error. Customer was working out prior to the alarm. Customer declined troubleshooting for high blood glucose levels. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.